Event description:
A customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. Technical support arranged for a replacement pump and instructed the customer to utilize multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. The customer was guided to put the malfunctioning pump into storage mode before returning it with a pre-paid label, which the customer understood and acknowledged.